Event description:
The hospital reported that during preparation for coronary artery bypass graft surgery, one heartstring seal cracked during loading of the heartstring device into the delivery tube. During the same procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The procedure was completed using a cross-clamp. There were no patient consequences as a result. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.